Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part number: 393.10 synthes lot number: l621281 manufacturing site: hägendorf release to warehouse date: 01. Dec. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the universal chuck with t-handle (part # 393.10 / lot # l621281) was received at us customer quality. The exterior of the device appeared to be in good shape. There were no functional issues with the device, the chuck successfully opened and closed. When closing the chuck, it was identified that one of the teeth of the chuck was broken, no fragments were returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; one of the chuck¿s teeth was broken. Dimensional inspection: dimensional inspection could not be performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the overall complaint was confirmed for the received universal chuck with t-handle as one of the teeth of the chuck was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces leading to the chuck breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progess, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in USA as follows: it was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that a universal chuck was broken. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) universal chuck with t-handle. This is report 1 of 1 for (B)(4).